Event description:
The instrument was used during an unk procedure. It was reported the clip would not close. A second er320 had to be opened to finish the case. This event happened when the unit manager was on vacation. No date, surgeon name or case could be tracked down. Unit manager found instrument in her office upon return. There was no consequence to the patient.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.